Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: " could you please provide the lot number? Unk. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name of person providing answers to follow-up questions:(B)(6). The manufacturing records could not be reviewed as the batch/lot number is unknown. H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and one needle-suture piece was received for analysis. Product code sxpp1b105. During the initial inspection of the sample, no breakage suture was observed. Even though the extreme of the suture were noted to be cut likely by a surgical instrument. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1b105 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Although no conclusion could be reached on the cause of the reported event. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. During the procedure, it was reported by a sales rep that, the suture was broken on the third stitch during use. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.